Event description:
Health care professional reports "inr high" user message intermittently displayed on their protime microcoagulation system. Initial test with their instrument generated "inr high"; patient was retested with a second instrument, result was pt inr 2.6. Therapeutic range was not provided. Pt inr 2.6 was used to determine treatment. No adverse event was reported.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to report discrepant pt inr results. "Inr high" user message indicates inr measured greater than 12.0 vs reference lab value of 2.6. (Method, result, conclusion): manufacturer/evaluation/investigation pending product return from user facility. No conclusion can be drawn. (B)(4). MDR#: 2248721-2010-00175. Itc has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.